Manufacturer narrative:
This report is submitted on april 3, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device due to migration of the electrode array. Surgery to reposition the device is scheduled; however, this has not occurred as of the date of this report. The implanted device remains.